Event description:
Event description guidant received information that during an invasive procedure due to inappropriate therapy from this implantable cardioverter defibrillator (ICD), it was determined that these transvenous implantable leads exhibited insulation damage and were fractured. Lead impedance for both leads was elevated and out of range.